Event description:
The surgeon was using a mega suturecut needle driver and noticed a wire was exposed on the tip of instrument from the joint. Removed instrument and got a new one. No harm to the patient. Not reprocessed.